Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that the audio bolus button had become unresponsive. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 06/26/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the bolus button cover had a hole in it but the button was still functional. The allegation of tactile changes to the button could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.